Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 75% de novo lesion was located in a mildly tortuous diagonal artery. To reach the lesion, the physician had to pass devices through the stent struts of a stent that was placed in the left anterior descending artery and was covering the take-off of the diagonal artery. The lesion was predilated with an unknown balloon. A 2.25x16mm taxus liberte¿ atom stent was advanced, but could not cross through the stent struts of the prior placed stent. When the device was removed from the patient, a stent strut was sticking up. The procedure was completed with a 2.25x12mm taxus liberte¿ atom stent. No patient complications occurred. Patient status is listed as okay.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The greater than 75% de novo lesion was located in a mildly tortuous diagonal artery. To reach the lesion, the physician had to pass devices through the stent struts of a stent that was placed in the left anterior descending artery and was covering the take-off of the diagonal artery. The lesion was predilated with an unknown balloon. A 2.25x16mm taxus liberte' atom stent was advanced, but could not cross through the stent struts of the prior placed stent. When the device was removed from the patient, a stent strut was sticking up. The procedure was completed with a 2.25x12mm taxus liberte' atom stent. No patient complications occurred. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a taxus liberte (mr) stent delivery system (sds). Contrast was visible in the distal and midshaft of the device which is consistent with the reported information that the device was used. The returned catheter was visually, tactilely examined along the entire length and the only damage seen was on the distal end of the stent. It was determined that one strut was damaged and stretched on the first distal row and extending back at 180 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).